Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4)has been referenced in the evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code, see MDR 2243441-2017-00047. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty with the involved angioseal evolution device. Follow up communication with the user facility reported: she clicked the device into place and everything seemed normal; when pulling back on the device there was a lot of resistance; after manipulating the device, she was able to pull back and deploy; after deployment there was pulsatile flow and manual compression was used; it was noted that the patient was very large; the same thing happened later that day with another user; and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results, include blood loss less than 250cc that was inadvertently left out of the description. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Blood loss less than 250cc